Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, the patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could be performed.

Event description:
Device malfunction: none. Symptoms/ae: groin pain, arterial bleed and prolonged hospitalization. Time of symptoms/ae: after vessel closure procedure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the right femoral artery after a diagnostic procedure. The puncture site was at the bifurcation and the vessel was larger than 5 mm, but on the small side. After completion of the vessel closure procedure the patient was placed in the holding area laying down for approximately one and half hours. The patient was instructed to sit up and at this time complained of pain at the groin site. A large amount of blood was observed. The cath lab nurse described it as a "brisk arterial bleed." Hemostasis was achieved after holding pressure with a syvek patch for approximately half hour. No hematoma was observed. The patient's hospital stay was extended by one day. There were no reported adverse patient sequelae. Though requested, no additional information was available.